Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe 5ml ll. The following information was provided by the initial reporter, "particulate matter within the syringes. Increasing occurrence over the past 6 months."

Event description:
It was reported that foreign matter occurred before use with a syringe 5ml ll. The following information was provided by the initial reporter, "particulate matter within the syringes. Increasing occurrence over the past 6 months."

Manufacturer narrative:
H.6. Investigation summary: one photo and seven samples were received by our quality team for evaluation. Upon visual inspection, there was no foreign matter observed on the returned samples; therefore the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation a root cause could not be determined due to the incident not being verified h3 other text : see section h.10.